Manufacturer narrative:
Concomitant medical product: 419478 lead, implanted: (B)(6) 2008. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) met eri, then at subsequent follow-ups, the battery longevity/voltage had changed, and the device was exhibiting fluctuations in voltage measurements and longevity estimates. It was noted the device was only pacing the left ventricular (lv) and not the right ventricular (rv) as well. The device is still in use. No patient complications have been reported as a result of this event.